Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The cause of the anomaly was a code corruption. After device software download, nominal settings were loaded and the device was tested. Normal device characteristics were observed.